Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, cue health inc. Could not evaluate the devices. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
On (B)(6) 2022 (cartridge sn (B)(4), lot #:21806h and reader sn (B)(4)), customer experienced a potential false positive. On the same day, customer received 3 subsequent negative test results. On (B)(6) 2022, customer tested negative. Customer had no symptoms and cartridges were stored at the right temperature. Other covid-19 testing was not conducted.